Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.

Event description:
This female pt was presented to the interventional lab for an angioplasty procedure of the iliac artery. The information states that the balloon looked normal it was taken from the packaging and there was no mishandling of the package before it was opened. During inspection and preparation, when the technician flushed the catheter with heparinized saline, the balloon catheter leaked at approximately mid-shaft. The balloon was placed aside and never used in the procedure. Another balloon of the same size was used to complete the procedure. There was no injury to the pt.